Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. The system was reprogrammed into the primary vector. Ten months later a second inappropriate shock was detected. Analysis and troubleshooting options were requested to technical services. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. The system was reprogrammed into the primary vector. Ten months later a second inappropriate shock was detected. Analysis and troubleshooting options were requested to technical services. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed which showed a possible change of orientation, indicating that a fracture of the electrode is in place. Further evaluation and a potential system revision was discussed. This system remains in service. No further adverse patient effects were reported.